Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 1.65 mm x 0.5 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observations: a piece approximately 1.65 mm x 0.5 mm was found to be broken off.

Event description:
It was reported that prior to start of the davinci assisted surgical procedure, the 8mm large suturecut needle driver instrument had a missing piece from the jaw. The customer reported that the event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to start. The procedure was completed robotically. No material was missing or detached from the portion of the device that enters the patient¿s body. There was no injury to the patient. No fragment fell in the patient. There was no delay to the procedure because of the issue.